Event description:
The device was placed in the hospital in 2002, and the pt was returned to nursing facility. Upon arriving at the nursing facility, it was discovered that the tube had been dislodged. Pt was immediately returned to the hospital where a second device was placed. Pt was again returned to the nursing facility. At 1:00 am in 2002, the pt expired at the nursing facility, and was transported back to the hospital. During the transportation, the pt was bagged, and the family member was contacted to determine if the pt should be resuscitated. The family member instructed the hospital to provide comfort measures only. The body was taken to the mortuary. An autopsy was performed by a person unknown to the reporter. The autopsy report has not been shared with the facility despite efforts by council to obtain it. The autopsy report is the source of the alleged connection between the device and the pt's death: tube leakage caused peritonitis and sepsis resulting in the pt's death. "Cms" investigated the event. "Jcaho" considered this to be a sentinal event and is investigating the event as an unexpected death due to a routine procedure. One pt involved.